Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the message to the home patient (hp) no reason found for message, explained to use manual bag. The supplies are unavailable for evaluation. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.